Event description:
It was reported that failure code ¿38¿ was noticed in a flogard infusion pump. It is unknown when the reported condition was occurred. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced at the customer site by a field service technician. No defect was observed during visual inspection. The reported failure code was found in the alarm log and during power on self-test. The cause was determined to be due to inoperative/defective force sensing resistors (fsrs), which were replaced to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.